Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 179 mg/dl, compared with the sensor glucose reading of 75 mg/dl. The most recent blood glucose reading was 113 mg/dl. The customer stated that she changed the sensor the night before and calibrated before bed; she noted that the sensor alerted with a sensor glucose reading of 40 mg/dl. She advised that this was not accurate, and the blood glucose reading was not low. The customer was advised to monitor the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.